Event description:
Pt revised for polyethylene wear of liner. Implants not sent with original shipment, had to go back and pick up implants at office causing a 45 min delay.

Manufacturer narrative:
Implants for the revision not sent with original shipment, inadvertently left at the office, had to go back and pick up implants at office causing a 45 min delay. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The implants having been left in the office and not delivered to the hospital is considered a territory office service error and has been entered for trending purposes. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.